Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coils (smart coils) pusher assembly and had offset coil winds. Conclusion: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. The offset coil winds prevented the smart coil from advancing out of its introducer sheath and into a demonstration microcatheter during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, the physician placed four smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance and the coil would not advance; therefore, it was removed. The procedure was completed using a new smart coil and the same microcatheter without further issues. There was no report of an adverse effect to the patient.